Event description:
This device was returned without (B)(4). The following physician's office has not seen this patient since 2009. On (B)(6) 2011 - information was received that this device was replaced with a competitor's device on (B)(6) 2011 because it had been "damaged after an MRI". Should additional information become available this complaint will be updated.